Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 3 unopened units. There are no previous complaints of this code/batch. (B)(4). All packs received are tight. Knot security control of the samples received was tested and the results are within range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.

Event description:
Country of complaint: (B)(6). Surgeon complaints that the feeling of the knot is unsafe and therefore has to tie an additional knot.